Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed an out of range signal for over 3 hours on (B)(6) 2014. Patient's parent did not report any injuries or medical intervention at the time of contact with dexcom technical support.